Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation the implantable cardioverter defibrillator exhibited backup vvi operation. Review of the stored electrograms revealed no new episodes. The last episode was auto mode switch noted on (B)(6) 2017. The device was reprogrammed and normal function was restored. The patient was in a stable condition before, during and after the programming.